Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable appeared to be burnt. Reportedly, the pump was charging; however, the cable became disconnected from the pump and the plastic portion of the cable connecting to the pump usb port was observed to be melted. The customer reported no burn marks were found on the pump. The customer's blood glucose level was 118 mg/dl. A replacement usb cable was sent to resolve the issue.